Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) study, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty done with a 20mm non-abbott balloon. During procedure, the activated clotting levels were 282s-249s and heparin was administered. The valve was fully re-sheathed due to implant depth was high. The final implant depth was 5mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). After the procedure, the guide wire was stuck in the guide wire lumen of the delivery system and the guide wire had to cut free of the delivery system outside. Post procedure, the patient woke up well and went for routine echocardiogram (echo) and returned to the ward presented with dysarthria. A computed tomography (CT) brain was conducted and an occlusion at the middle cerebral artery (mca) bifurcation, especially with a large left mca was noted. The patient was sent for an emergency clot retrieval procedure. The patient required prolonged hospitalization. The patient was reported discharged.

Event description:
N/a.

Manufacturer narrative:
A post-procedure event of dysarthria and stroke was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported dysarthria is likely a cascading effect of the reported stroke. However, the root cause of the reported stroke could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was taken for emergency clot retrieval and required prolonged hospitalization. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.